Event description:
It was reported that there was a phone call from the audiologist, regarding the pt at the clinic. In 2009, the pt was taken into the or to reposition the device (magnet portion). This was not communicated to med-el. The device had been reported to have dropped from the original position. She presented to the clinic twenty three days later, for programming, she had not worn the device since the repositioning. Testing the same day, was normal and coupling and integrity was good. The pt was unable to perceive stimulation pulses during programming up to 70-80 charge units across the array. Nor was she able to hear anything when in live mode. The audiologist swapped out the processor, coil cable and coil without success. According to the audiologist, there were no notifications or error messages with maestro. Possibly the array is out of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.